Manufacturer narrative:
The device generated technical fault "tf 5507". A mixer valve malfunction triggers this alarm. Tf 5507 indicates that air or oxygen inlet valve cannot close properly. Mixer valve was replaced. Software test was performed successfully.

Event description:
Hamilton medical ag received the following incident description: after switching on, the tf: 5507 appears.

Event description:
Hamilton medical ag received the following incident description: after switching on, the tf: 5507 appears.

Manufacturer narrative:
The device generated technical fault "tf 5507". A mixer valve malfunction triggers this alarm. Tf 5507 indicates that air or oxygen inlet valve cannot close properly. Mixer valve was replaced. Software test was performed successfully. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.